Manufacturer narrative:
Per peritoneal dialysis nurse, there were no cycler problems, or fluid leaks prior to the peritonitis event. Pt had no infections or catheter issues. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
A peritoneal dialysis pt called tech support stating they needed assistance in cancelling a previous treatment as she needed to go to an appointment for surgery. Per peritoneal dialysis nurse there was no surgery to be performed and the pt had no recent surgery. (B)(6) 2012, pt diagnosed with peritonitis. (B)(6) 2012 pt admitted to the hospital for peritonitis. Ip antibiotics started and continued through hospitalization. (B)(6) 2012 pt discharged from hospital to a skilled nursing facility. (B)(6) 2012 pt continues on continuous cycling peritoneal dialysis using the liberty cycler.